Manufacturer narrative:
A production code has been provided by the reporter. Product has not been returned. Product investigation is in progress.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Horrible purple rash - entire body [rash generalised]. Blood pressure was in a danger zone [blood pressure abnormal]. A mother reported spontaneously via phone on 06-sep-2019 that her (B)(6) year old daughter used a tampax tampon pearl super non deodorant while she was on a trip and her period started; this was not the first time she had used the product and she used one tampon at a time. The mother explained that her daughter was diagnosed with toxic shock syndrome by an infectious disease doctor and hospitalized for 7 days; this happened back in (B)(6) 2019. She had a purple rash on her entire body that started when she came back from her trip on (B)(6) 2019. The daughter initially was taken to the emergency room and then transferred to another emergency room. Treatment included intravenous (IV) fluids for hydration. They also started her on an antibiotic and dopamine as her blood pressure was in the danger zone. Her daughter also initially had thought that she had a bad flu and took acetaminophen. Per the mother's report, her daughter told her that she used the tampon responsibly and did not leave it in. It took about 5 days for her daughter's rash to go away entirely; the overall case outcome was improved. Other relevant history: allergy/intolerance - very mild seasonal allergies/pollen. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
Product has not been returned from the reporter. A valid production code has been provided by the reporter. No failure could be identified as a result of the investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome] horrible purple rash - entire body [rash generalised] blood pressure was in a danger zone [blood pressure abnormal] case description: a mother reported spontaneously via phone on (B)(6)2019 that her 16 year old daughter used a tampax tampon pearl super non deodorant while she was on a trip and her period started; this was not the first time she had used the product and she used one tampon at a time. The mother explained that her daughter was diagnosed with toxic shock syndrome by an infectious disease doctor and hospitalized for 7 days; this happened back in (B)(6)2019. She had a purple rash on her entire body that started when she came back from her trip on (B)(6)2019. The daughter initially was taken to the emergency room and then transferred to another emergency room. Treatment included intravenous (IV) fluids for hydration. They also started her on an antibiotic and dopamine as her blood pressure was in the danger zone. Her daughter also initially had thought that she had a bad flu and took acetaminophen. Per the mother's report, her daughter told her that she used the tampon responsibly and did not leave it in. It took about 5 days for her daughter's rash to go away entirely; the overall case outcome was improved. Other relevant history: allergy/intolerance - very mild seasonal allergies/pollen. Concomitant product(s): none reported. No further information was provided. (B)(6)2019 product investigation results: conclusion code- no manufacturing cause identified based on investigation. The product was made within specification based on this investigation. No further investigation is currently needed at this time on this complaint. No further information was provided.